Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43mg/dl.. Customer consumed carbohydrates to address bg. A system check was performed, and it was found that the customer was wearing the pump positioned more than 12 inches above their infusion set. Tandem technical support educated the customer on pump position recommendations. No further assistance required